Event description:
It was reported that the patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod greater than 48 hours. The patient reported that the pink slide had not moved forward, however the cannula inserted into the skin, indicating a needle mechanism failure. When the pod was removed, the cannula was found bent. Additionally, the patient was unable to complete a correction bolus due to not enough insulin available. The pod was removed and a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.